Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 34 events were reported for this quarter. Product return status: 33 devices were received for evaluation; 1 device was available for evaluation but has not yet been received. Evaluation status: 7 events were confirmed during testing, - 7 devices were found to be affected by an identified stress problem, 1 event was not confirmed during testing; the device was found to be within specifications, 25 device evaluations are in progress. Product disposition: 7 devices were repaired and returned to the account, 1 device was repaired and put back in stryker stock. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 34 malfunction events in which the device was reportedly leaking; 24 events had no patient involvement; no patient impact; 9 events had patient involvement; no patient impact; 1 event had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 34 total events were initially reported. 34 previously reported events are included in this follow-up record.   Product return status 34 devices were received.   Evaluation status 32 reported events were confirmed during testing. - 31 devices were found to be affected by a damaged exhaust hose. - 1 device was found to be affected by non-stryker repairs. 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by loose ferrule and swivel assembly. 1 reported event was not confirmed during testing. Additional information 34 devices were not labeled for single-use. 34 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 34 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 24 events had no patient involvement; no patient impact. 9 events had patient involvement; no patient impact. 1 event had no information received.

Event description:
This report summarizes <noe> 34 </noe> malfunction events in which the device was reportedly leaking. 24 events had no patient involvement; no patient impact. 9 events had patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 26 previously reported events are included in this follow-up record.  Evaluation status: 21 reported events were confirmed during testing. - 20 devices were found to be affected by a stress problem. - 1 device was found to be affected by third party repair. 5 device evaluations are in progress.   26 devices were not labeled for single-use. 26 devices were not reprocessed and reused.